Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent capture, impedance that had steadily increased to high and possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.